Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The charger pcb and filament driver pcb assemblies were evaluated and replaced. The fse reseated the systems interface, sbc, image processor, gib and ffb pcb assemblies during the service call. A full filament calibration was also performed. The system was tested and found to be working as intended and returned to service.